Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and were successfully activated. No error codes occurred when the device was connected or activated. Since the defect reported by the customer could not be reproduced, no root cause is available for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete. The lot number is unknown.

Event description:
I was reported by the affiliate via the cst tool that prior to an unknown procedure the electrode had a fault code 200/220 when connecting to the vapr vue generator. The procedure was completed with a second electrode. The affiliate reported not patient harm. Additional information received from the affiliate on 02/12/19 reported that the lot number is unknown and that there was no known surgical delay. The affiliate also reported that the device was not reused and that software version 01.12.